Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The lot #3000436459 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (vh-4000), when ligating branches during a svg harvest the hemopro 2 stopped working after 2 beeps of the generator. The harvester paused for 30 seconds and attempted branch ligation again and the issue persisted. Power supply setting at 3. There was no delay. There was no patient harm. Device is removed from service and a new device was opened and worked without issue.